Event description:
It was reported that post implant, the left ventricular lead had a minor change in position that resulted in diaphragm stimulation. The lead was repositioned and remains in use. It was noted that the patient is taking part in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.